Event description:
The integra sales representative reported on behalf of the user facility the following incident. The device was being used for a base wedge osteotomy. During implantation, the threads on the distal end of the device sheered off into flakes. The physician retrieved the flakes, then used a second device, which appeared to implant properly.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.